Manufacturer narrative:
Received four 138104 in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no signs of abnormalities or defects in the seal however, the device was encroaching into the seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal for only one of the devices. The other three devices did not indicate an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows this is the only event with a quantity of 4 units for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.